Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the peel-away sheath kinked during insertion. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer returned one, opened PICC kit for analysis. Signs of use in the form of biological material was observed inside the sheath body. Visual examination of the sheath/dilator revealed that the assembly was slightly bent around the middle of the extrusion. It was also noted that the sheath tip was crimped. Microscopic examination confirmed the damage. The total length of the sheath body measured to be 4" which is within specifications of 3 7/8"-4 1/8" per product drawing. The outer diameter of the sheath body measured to be 0.0765" which is within specifications of 0.0750"-0.0810" per product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.062" which equals the nominal value of 0.062" per product drawing. The 4 fr catheter returned with the kit was inserted into the sheath per IFU which states, "advance soft tip guidewire/catheter tip as a unit through peel-away sheath, while maintaining control of distal end of guidewire". Despite the damage, the catheter was able to pass through the sheath with minimal resistance. The returned dilator was able to be inserted and locked within the sheath with minor resistance due to the bending and a build-up of dried biological material within the sheath extrusion. A device history record review was performed on the lot number of the sample received and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath/dilator were slightly bent in the middle of the extrusions. It was also observed that the sheath tip was crimped. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. Based on the sample received and the customer reportit was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the physician found the peel-away sheath kinked during insertion. There was no report of patient harm.